Event description:
It was observed that during the device evaluation, the hysteroscope exhibited a broken lens and broken light guide fibers. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the broken lens and broken light guide fibers, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device